Event description:
International affiliate reports the valve reservoir base detached from the device during pre-implant flushing procedure prior to implantation. The surgeon tried to reassemble the part without success. The additional time taken to try and reassemble the device caused a lengthy delay in operative time. Another valve was used.